Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's treatment. When the patient's contact opened the cassette door she found fluid leaking from the cassette. The set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. The patient was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.